Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsvb10) was returned for investigation. Visual inspection of the returned product identified that the implant had fractured at the collar and had a fractured part of a removal tool stuck in the drive feature. Additionally, there were signs of wear and bone residue around the external threads due to usage. Functional testing could not be performed since the products were fractured. The implant was implanted at an unknown tooth location and had been implanted for approximately 4 years. X-ray or picture images were not available. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported a fractured implant. The product was returned and the reported complaint was confirmed through visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, and evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the implant fractured. The implant was removed.